Event description:
Additional information was received that further review found oversensing within the stored events.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had 18 episodes of ventricular fibrillation (vf). In one of the episodes the start of the arrythmia could not be noted. However, it appeared that the rate was in the conditional zone and from rate plot information it was believed that the rate started 80 seconds prior to the shock. Since the entire length of the electrogram (egm) was unavailable, this information was not able to be fully confirmed. It was noted that time to therapy was greater than 30 seconds. Further review found that the post shock arrhythmia did not terminate. Since the egm was not available, the rhythm was not clear. Review of marker only data indicated that the patient¿s rate eventually dropped consistently below the rate zone, but not until approximately 80 to 120 seconds post shock. No adverse patient effects were reported and the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service.

Event description:
Additional information was received that the patient had experienced syncope with the multiple delivery of shocks.

Event description:
Additional detail was provided following further episode review by boston scientific engineering and medical safety. Upon review of the episode in question, it was determined that during the calculated time to therapy there were some beats with rates below the conditional zone and some beats, most likely supraventricular tachycardia (svt), that were labeled as sensed. Thus it was concluded that these events likely extended the time to therapy, per device design.